Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 414 mg/dl at the time of incident. Customer other blood glucose value was 346 mg/dl, after 12 minute 450 mg/dl then after 2 minute 370 mg/dl, then after a few minutes, 382 mg/dl. The customer was assisted with troubleshooting. Customer stated that they had low as well as high blood glucose in an interval of about 48 hours. Customer was asking for overriding the insulin pump refusing her to deliver a bolus due to active insulin. Customer stated that they need to go, recommended to her that if she hits 400 mg/dl. The insulin pump will not be returned for analysis.